Manufacturer narrative:
Device evaluated by MFR: the complaint device was returned for evaluation. Evaluation of the returned device revealed that the catheter was properly recognized by the imaging system when plugged into the mdu and no connection issues or errors were detected during its testing. It was observed that the catheter flushed normally when the imaging core was fully retracted and fully advanced. Impedance testing shows a good unit wave form. During image characterization testing, a good square image appeared in the ilab system. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is not confirmed as there was no evidence of the alleged issue or any anomalies which could have contributed to the reported difficulty. (B)(4).

Event description:
Same case as: 2134265-2015-07831 and 2134265-2015-07832. It was reported that automatic pullback failure occurred. The 99% stenosed moderately tortuous target lesion was located in the distal right coronary artery (rca). During a percutaneous coronary intervention (pci), an ilab ultrasound imaging system was used in conjunction with an opticross¿ imaging catheter and a sled for viewing. The procedure was performed to treat the acute myocardial infarction (ami) in the target lesion. After the thrombus aspiration, the physician performed an intravascular ultrasound (ivus), however it was noted that the opticross¿ imaging catheter was unable to pullback. Manual pullback was then attempted, but the image disappeared midway. The procedure was completed with the same device. After the procedure, the imaging catheter was checked and image appeared as normal. No patient complications were reported and the patient's status is good.

Manufacturer narrative:
Age at time of event: (B)(6) or older. (B)(4).

Event description:
Same case as: 2134265-2015-07831 and 2134265-2015-07832. It was reported that automatic pullback failure occurred. The 99% stenosed moderately tortuous target lesion was located in the distal right coronary artery (rca). During a percutaneous coronary intervention (pci), an ilab ultrasound imaging system was used in conjunction with an opticross¿ imaging catheter and a sled for viewing. The procedure was performed to treat the acute myocardial infarction (ami) in the target lesion. After the thrombus aspiration, the physician performed an intravascular ultrasound (ivus), however it was noted that the opticross¿ imaging catheter was unable to pullback. Manual pullback was then attempted, but the image disappeared midway. The procedure was completed with the same device. After the procedure, the imaging catheter was checked and image appeared as normal. No patient complications were reported and the patient's status is good.